Event description:
The caller reported a failure on the seam of the pilot balloon of an 8dct tracheostomy tube. The tube was removed and the pt was re cannulated with another 8dct tracheostomy tube. The failure occurred on the second day of placement and was detected by a decrease of volume delivered by the ventilator. The caller did not know the ventilator settings. The caller stated that the tracheostomy tubes are routinely pre-tested with air.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.